Event description:
It was reported that this right atrial (ra) lead dislodged. This lead was explanted and replaced by a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead dislodged into the superior vena cava and this was confirmed by x-ray imaging. This lead was explanted and replaced by a new lead. No additional adverse patient effects were reported.